Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-24437. During a remote follow-up, there were episodes of non-sustained oversensing on the right ventricular channel due to a loss of capture on the left ventricular lead. The threshold value was also variable. The device was reprogrammed and the patient was stable.